Event description:
It was reported that the cartridge was leaking from an unknown location. Reportedly, customer "smelt insulin on their bed, no signs of leaking as the pump and bed were completely dry." Reportedly, customer continued to use the pump for insulin delivery. Customer's blood glucose was 117 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.